Manufacturer narrative:
Investigation determined that corruption within the data storage infrastructure caused read failures that interrupted normal sepsis processing. The affected storage node was isolated, rebuilt with a clean copy of replicated data, and normal processing was restored. Preventive actions include replacement of aging infrastructure to reduce the likelihood of recurrence. Cerner considers this investigation complete and closed.

Event description:
On (B)(6) 2026, a single customer experienced delayed sepsis processing due to a processing stall, resulting in a backlog and delayed processing for approximately 2 hours and 26 minutes. Following removal of the record associated with the processing stall, normal processing resumed and the backlog cleared. No patient harm or adverse patient outcomes have been reported.